Manufacturer narrative:
(B)(4). The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify led anomaly due to blank display. Pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump got wet and there is fluid on the lcd. Customer's blood glucose was unknown at the time of incident. The customer sated that the light will not turn off. The customer reported possible small chips in the belt clip lock area. The product will be returned.